Event description:
Pt in hospice care for end-stage lung cancer admitted with deep vein thrombosis. The pt was ordered to receive morphine sulfate 2mg per hour by continuous infusion using an abbott plum - a+ device. Twemty seven minutes after initiation of drip, pt discovered to have received an inadvertent overdose of 100mg. Pt was oversedated but breathing spontaneously. Medical consultation was obtained immediately. Narcan was administered and the pt became alert. The pt expired three hours later of respiratory failure resulting from the disease.